Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this patient was likely not pacemaker dependent at that time. Technical services (ts) recommended device changeout. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to premature battery depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that this patient was likely not pacemaker dependent at that time. Technical services (ts) recommended device changeout. This pacemaker remains in service at this time. No adverse patient effects were reported.